Event description:
The incident involved a caller reporting that the insulin gauge was displaying an amount different than expected, with a current discrepancy in the fill estimate. There was no adverse impact to the customer¿s blood glucose level. Additionally, customer did not practice proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer loaded a new cartridge to resolve the issue.